Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible and functioning properly. The original complaint of a display issue was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.